Event description:
The customer initially reported two corneal burns. However, the surgeon stated that the reported corneal burns were not true corneal burns. She noted some edematous tissues in both pts upon finishing the cases. The first pt was a dense cataract that required a longer phaco time. The surgeon noted the edema, less than 1 minute into phaco mode. The wound was closed with one suture. The surgeon stated the pt's outcome was excellent. The second pt was noted to have edema near the wound site and did not require a wound suture.

Manufacturer narrative:
The customer is returning the phaco handpieces for eval. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov. 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.